Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at this time. A call was placed to technical services on 08/11/2016 stating that this lead exhibited lead safety switch. There is noise on stored egm because of unipolar switch. The impedance is 850-900 ohms when evaluted bipolar. The physician was dr. (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)